Event description:
It was reported that the catheter on the delivery system of a stent graft broke during the first attempt to deploy the stent graft. Reportedly, the physician advanced the stent graft to the target site without any difficulties. The procedure included treatment of a pseudoaneurysm in an av fistula in the pt's upper arm. During the deployment attempt, the outer catheter broke just proximal to the handle, the physician removed the device (delivery system and stent graft) from the pt without any difficulties and another stent graft was advanced and deployed successfully. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned for eval. Upon receipt of the sample the stent graft was partially released and the outer sheath of the delivery system was torn off and elongated in that area. The condition of the sample (torn off outer sheath/partially deployed stent graft) leads to the conclusion that very high friction forces affected the system which made stent graft deployment difficult and finally resulted in the damage to the outer sheath. Based on the investigation performed the reported problem is confirmed. A root cause for the reported event could not be determined. The instructions for use (IFU) supplied with this product was reviewed and states: the stent graft lumen must be flushed before introduction of the delivery system. Also, the fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures. The application reported represents an off-label use of the device. The safety and effectiveness of this device for the treatment described has not been established.